Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed and were not detected on the bus. A field service engineer opened the back panel, and the pyxis bus cable was inspected. Electrical tape was applied around the section of the cable resting against the drawer housing to protect it and prevent rubbing that could cause potential damage. In the hardware test application, each drawer was opened to remove any debris or medications found between the pockets. The zebra printer issue was resolved by feeding the paper correctly and adjusting the printer properties and preferences through the device and printer settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.